Manufacturer narrative:
Surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. After removal of the instrument housing, inspection found that the conductor wire was broken at the waterfall pulley located at the proximal end. No sign of thermal damage was noted. The failure is known to be manufacturing related. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n12191111 / sequence 0068 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk2645. The alleged event occurred on the 6th use of the instrument. The instrument has 4 remaining usable lives with no subsequent use recorded. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This event is being reported based on the following conclusion: evaluation by failure analysis confirmed that the conductor wire was found broken at the waterfall pulley located at the proximal end with no evidence of user mishandling or misuse reported. Damage to the conductor wire at this location could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Device expiration was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 4 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an issue with the fenestrated bipolar forceps instrument's bipolar energy delivery. This allegation can be interpreted either as no energy delivery or inadequate energy delivery. In both scenarios, there is no risk of any adverse event related to an unintended energy discharge to the patient. No allegation related to instrument arcing was reported. Troubleshooting was performed, the instrument was replaced to the backup. The user continued with the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information related to the event. However, as of the date of this report, no further details have been received.